Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (128-fxxx) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2019 with the following findings: a review of the black box showed no evidence of a call service 128 alarms. Evidence of a short battery life was illustrated with several drastic voltage drops leading to a call service 128/177 alarm/warning. The battery compartment and cap were undamaged and able to fit. A post delivery motor power fault was determined. Unrelated to the original complaint, the display screen contrast was dim and reddish. The ¿ez-prime¿ steps were performed correctly, and all current readings were within specifications. The alleged call service 128 complaint was unable to be duplicated during testing. The pump cover was removed, and an intermittent condition was found to the continuous glucose monitoring module due a cold solder connection at the inter-board gold pin. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.